Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and calcified distal left circumflex (lcx). A non bsc device was deployed and the 2.00x20mm apex over-the-wire balloon catheter was used for post-dilation but the device ruptured at 12atms on the second inflation. The device was successfully removed from the pt and the procedure was completed with another device. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.